Event description:
It was reported by resmed (B)(4) that a battery inoperable event was noted in the astral device's log followed by power failure and restart. There was no patient harm or injury reported as a result of this incident. MFR #3004604967-2015-00179.